Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The powershell was fully seated in the clamshell but was not recognized. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Root cause analysis of defective clamshells showed damage to the clamshell connector as a result of the manufacturing and assembly process. A process improvement has been implemented to prevent recurrence of this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, they loaded the adapter to the handle. The handle and adapter screens went green, indicating it loaded correctly. The adapter came off when picked up to load reload. The tech tried to reattach the adapter and it would not click into position. They tried multiple times and it would not seat and did not want to force. The power handle was loaded into a shell. Then was unable to attach adapter to handle. The state of the handle indicator was solid. The status of the adapter indicator was solid. They tried a new shell with the same adapter after the case and it worked fine. They switched to a manual staple handle and finish the case. There was no patient injury.